Event description:
It was reported that the 9400 system had a physicist discrepancy of the viewable x-ray field was too large. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera and image intensifier were adjusted during the service call. The system was tested and found to be working as intended, and put back into service.